Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the customer experienced issues with air bubbles in the reservoir. The customer had called in the past to report it and issue persisted. It was stated that the customer was still using the same reservoirs and waiting to get replacements. The blood glucose at the time of the incident is unknown. Troubleshooting was not performed. The device will be returned for analysis.